Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), reported the overdischarge was not resolved. The neurosurgeon sent a note to the managing neurologist and requested an in=office appointment to be made for this patient for the device to be brought out of the physician overdischarge mode. The rep. Was not made aware of an appointment date so far. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the rep was at a case for an ins battery replacement. They were going to change the primary cell battery with a rechargeable one so the patient had two rc ins's. The rep could not interrogate the primary ins due to eos. The rep was also not able to interrogate the rechargeable ins with the clinician programmer. The patient had not charged for 3 weeks and thought the ins was in over discharge. The rep confirmed the primary cell depleted due to normal battery depletion. The rep and hcp were going to try and pull the rc ins out of over discharge during the replacement surgery. No symptoms were reported. No further complications were reported/anticipated.